Event description:
It was reported that it was not possible to program autocapture on the pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.